Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the tortuous 2nd diagonal branch of the mid left anterior descending (lad) artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was advanced again with a guidezilla guide extension catheter but still met resistance. The device was removed and it was confirmed that the stent moved distally on the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts throughout the stent that were distorted, bunched and overlapping. The stent moved distally and was over the markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure on the balloon. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the tortuous 2nd diagonal branch of the mid left anterior descending (lad) artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was advanced again with a guidezilla guide extension catheter but still met resistance. The device was removed and it was confirmed that the stent moved distally on the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.